Event description:
During testing, an 'o2 sensor cal error' occurred every time when the o2 sensor was calibrated. Replacing the o2 sensor resolved the issue. There was no pt involvement in this case.